Event description:
During laboratory testing in (B)(4), leakage was observed from the hemostasis gasket of the introducer.

Manufacturer narrative:
One introducer was received in a sealed package. The package was opened and an examination of the introducer found the wiper gasket to be skewed to the side and creating an oval shaped center hole. Leak testing was performed using a pressure cuff at a 30" head height, 100mmhg and 300mmhg water pressure. Testing was performed using a lab sample 5f catheter. No leakage was observed when tested at a 30" head height. When tested at 100mmhg and 300mmhg leakage was observed from between the wiper gasket and the catheter tube. At 100mmhg, the leakage was a steady drip and at 300mmhg the leakage would squirt from between the catheter tube and wiper gasket. There were no other abnormalities observed. The complaint was confirmed as related to the manufacturing process. This issue has been investigated and corrective actions were implemented. This unit was manufactured prior to the implementation of the corrective actions. A device history record review was completed and documented that the device met specification upon distribution.